Event description:
It was reported that intraocular lens (iol) was explanted from patient's right eye, due to debris particles noted on the anterior and posterior sides of lens and also lens discoloration. No incision enlargement and no vitrectomy were performed. No patient complications were reported. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information: it was reported that a replacement lens was placed on (B)(6)-2014. Replacement lens was of the same model but different diopter (za9003 diopter 21.5), serial number (B)(4). No further information has been provided. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test result showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.